Event description:
Per independent repair center statement, the (B)(4) concentrator alarm will not function. The key failure was a defective power switch on the control panel. Additional malfunction was a loose gear clamp manifold.